Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, infection (unknown onset), seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: removal for replacement initially reported.

Event description:
Healthcare provider reported tissue expander removed and replaced with implant. Patient representative reported "plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief all not device related, and anxiety. Also, apprehension, permanent scarring, and financial loss all not device related, including but not limited to, bia-alcl. Also scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments all not device related, infection, disability (not device related), chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, and capsular contracture. Also mental anguish and fear due to fear recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering" not device related.this record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported tissue expander removed and replaced with implant. Patient representative reported "plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief all not device related, and anxiety. Also, apprehension, permanent scarring, and financial loss all not device related, including but not limited to, bia-alcl. Also scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments all not device related, infection, disability (not device related), chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, and capsular contracture. Also mental anguish and fear due to fear recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering" not device related. This record is for the right side. The device has been explanted.